Event description:
It was reported by healthcare professional "this am, one of our educators were training new hires on PICC line dressing changes and using brand-new PICC line dressing change kits. Twice the stat lock came off of the backing." This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jufw8541 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jufw8541) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the retainer detached from the pad was confirmed and appears to be manufacturing related. A single photograph of a damaged statlock stabilization device was returned for evaluation. The device was not on a patient but was instead held in the user¿s hand. The retainer had completely detached from the tricot pad. An impression was seen in the tricot pad, where the retainer had been adhered. The impression appeared even and contained the entire base profile of the retainer. No tearing of the pad material was evident in the returned photograph. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "this am, one of our educators were training new hires on PICC line dressing changes and using brand-new PICC line dressing change kits. Twice the stat lock came off of the backing." This report addresses the first device.